Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset, but only part of screen responded, so technical support arranged replacement pump under warranty, reviewed use of backup insulin therapy, provided instructions for storage mode and returning malfunctioning pump, and advised customer to transfer pump settings and reconnect continuous glucose monitor once replacement pump was received.